Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the patient struggles to see.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is extremely frustrated with the results. He is unable to read even with glasses and it impacts his work, as he works in front of a computer all day. The implants were done two years ago. He has consulted with another surgeon in the same practice, post-operatively. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In the surgeon's opinion, the device did not cause/contribute to event.